Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, serial/lot #: 2.1.0:- medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. A software analysis was initiated. The suspected cause was that the issue with the imaging system might have resulted in the reported issue and which might have resolved during the system checkout. However, it was found that there was insufficient information to determine root cause of reported behavior. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that an alleged inaccuracy during a tlif (l4-s1). The surgeon initially performed a navigated imaging system spin, placed all screws, and took a post-placement scan. The scan revealed that both the l5 screws and the right l4 screw deviated south, positioned higher in the body of the pedicle, approximately 3mm off the planned trajectory as seen in the trajectory 2 view. The deviation was consistent across all three screws, facing in the same direction. After noticing the inaccuracy, the surgeon used the mr8 to verify accuracy but found that the mr8 readings were also off. The site performed another navigated spin to redo the screw placement but encountered the same deviation. As a result, the surgeon overcorrected the screw placement to compensate for the observed deviation. Setup details: the reference frame was clamped at s1, and the camera was positioned at the patient¿s feet. The navigated spin was take n with the navigation system camera facing the imaging system¿s right tracker. Notably, the same navigation system was used in a different operating room (or) later that day, where the navigated spin was taken facing the left imaging system tracker, and no inaccuracy issues were reported. 20 minutes delay to the surgery. Patient health was not impacted.

Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.